Event description:
An account manager on behalf of the facility reported that during an intraocular lens (iol) implant procedure, iol would not advance. They could not use it. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).